Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler set is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.